Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got multiple pump error. The customer¿s blood glucose level was 67 mg/dl. The customer stated that they were not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 37 alarm during rewinding due to jammed motor gearbox.